Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the doctor reported that several bags have torn. No patient injury has been reported. Additional information has been requested but not yet received.